Event description:
Patient reported a left side "rash underneath breast and really sore" that is not considered device related. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain-ndr : not applicable as the event is not related to the device. Skin rash/dermatitis -ndr : not applicable as the event is not related to the device. Rupture : observed, broken device side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observation: observed 40 mm dark patch edge material inside gel device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted.

Event description:
Patient reported, a left side "rash underneath breast and really sore". That is not considered device related. Later, healthcare professional reported rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.